Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and found the left horizontal footswitch button was inoperative. The footswitch was replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 06/04/2010. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor to no reflux" (reflux within device). The nurse reported poor to no reflux. Additional information received stated the event did occur during surgery. The surgeon had to work around the issue on the last three cases. The footswitch was switched out with no resolution. All the cases were completed as planned. The patients all had good outcomes. The nurse declined to provide any further information. No patient injury was reported.